Event description:
Voluntary medwatch received via cdrh. The report states, "during infusion of antibiotics, blockage of the flow. IV tubing examined and white port plug had gone down into extension tubing and was blocking flow of fluid." The customer was contacted for further info. It was reported that the pt was receiving an unspecified antibiotic through the extension set. There was an object that appeared to be the white center plug of the clave valve that had moved down into the tubing and occluded the flow of fluid. The object was reportedly too large to flow any further down the IV tubing. The tubing was changed and therapy was resumed without delay. The IV site remained patent. There was no reported adverse patient event. Though requested, no add'l info was available.